Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 - component code - proposed code is mechanical (04) - femur. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: nexgen stemmed nonaugmentable tibial component size 3: catalog#00598603701, lot#j6782081; articular surface size ef 10 mm height: catalog#00596203210, lot#64178214; all poly petella standard cemented size 32 mm diameter 8.5 mm thickness: catalog#00597206532, lot#64833099; cobalt g-hv bone cement 40g: catalog#600-15-100, lot#105c1d004, qty#2. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2024-00871. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately two (2) years and four (4) months post-implantation, the patient underwent revision surgery due to aseptic loosening. Due diligence is in progress for this event; to date no further information has been reported.